Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for myocarditis. It was reported the patient developed an infection at the insertion site for which drug treatment was administered. Per the physician, the causal relationship between the reported adverse events and the impella device is unknown. No further information was provided.